Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced similar events with five infusions ets where the patient inserted needle without removing the needle guard. The infusion sets were in use for 24-48 hours. Patient's blood glucose value became high and patient took correction injection via multiple daily injections. Patient also replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-24424 - device 5 of 5.